Manufacturer narrative:
During laboratory analysis, the reported complaint was not duplicated. Visual inspection by the product surveillance technician noted there was no physical damage or other anomalies observed. The printed circuit board was very clean. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per log analysis: on (B)(6) 2016, the first power up is at 09:18:06 am, no indications of a problem in the log. The ccm is shutdown at 09:53:22 am and powered up again at 10:33:07 am, still no indications of a problem. While in a perfusion screen, the ccm goes missing at 11:06:57 am (from large roller pump log). The system is power cycled, but the ccm appears to not boot up all the way (ccm missing never goes false). Another power up is successful at 11:23:35 am. At the time the ccm went missing the power manager was reporting "nic brick #3 state change" from fault to good many times (right nic). No other indications of a problem in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The biomed noticed a burnt smell coming from the location of the first nic board. The biomed has been trained by the manufacturer. The field service representative (fsr) shipped the part from his van stock directly to the customer as the manufacturer did not have the part available. The biomed installed the part and shipped the suspect part back to the manufacturer for further evaluation.

Event description:
It was reported that during preventive maintenance the user facility&#38112;biomedical engineer (biomed) found the central control monitor (ccm) rebooting continuously. The biomed moved the ccm to other network interface card (nic) and problem stopped. The biomed moved the ccm back to first nic location and the problem did not appear. There was no patient involvement.